Event description:
A non-healthcare professional reported on behalf of the consumer, stating that the consumer visited a doctor and was diagnosed with a corneal disorder, which included white spots on the edge of the cornea after wearing the contact lenses. Upon follow up information the consumer was diagnosed with corneal ulcer. The consumer was prescribed with antibiotic tobramycin, antibacterial levofloxacin eye drops and an antibiotic eye ointment erythromycin lactobionate and polymyxin e. The current status of the consumer¿s eye is symptom continuing at the time of this report. No additional information has been provided at this time of report.

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been received and updated in a.1., a.3.a, b.5.,b.6.,b.7., h.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend-related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As per the follow-up information received, the consumer visited a doctor and was diagnosed with a corneal ulcer in the peripheral cornea, located at approximately the eight o'clock position of the left eye, measuring about one mm in size. The consumer's medical history reported a white spot on the left eye, with no irritation or itchiness. It was noted that the white spot was gradually getting smaller, and the symptoms were alleviating. The consumer applied antibiotic tobramycin four times per day, antibacterial levofloxacin eye drops eight times per day and an antibiotic eye ointment erythromycin lactobionate and polymyxin e one to two times per day. The consumer resumed to wear the lenses. The current status of consumer¿s eye was symptoms resolved at the time of this report. Additional information has not been requested.